Event description:
Instrument was being used on the field in patient's right leg. Piece of tip was found in leg while using c-arm during procedure. Piece removed from patient and placed in specimen cup with lid. Instrument and specimen cup immediately removed from sterile field and given to circulator. Xray to confirm no retained objects obtained.